Event description:
It was reported that the pt had a rotator cuff repair in 2001. The pt was re-operated on to remove a suture knot that was described as pressing on a nerve and causing pain and discomfort.